Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited t-wave oversensing. No further information is available.

Event description:
It was reported, that implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing.